Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos). The lead was reprogrammed and the issue was reso lved. The lead remains in use. No patient complications have been reported as a result of this event.